Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Supplier: (B)(4), part number 03.010.440, lot : 14-6678, manufacturing date: august 29, 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded part of the driving cap broke off into the insertion handle for suprapatellar while being tapped during an acute tibia nail surgery. The threaded part of the driving cap could not be retrieved from the insertion handle causing a five minute delay while another device was gathered to complete the surgery. The surgery was completed with no other instances and the patient remained stable and free from harm. There is no other available information. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device investigation summary: the following devices were received: driving cap (part # 03.010.475 / lot # 7720478 / mfg. Date: 01/2012) and insertion handle (part # 03.010.440 / lot # 14-6678 / mfg. Date: 08/2014). The returned devices show significant use during its 3.5+ year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and was returned. The insertion handle is functionally undamaged with cosmetic marks and scoring evident and due to use. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during use. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This device is routinely used to insert the trochanteric fixation nail as well as to insert the ti cannulated tibial nail suprapatellarly per the respective technique guides. Device drawings were reviewed and no drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.